Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not doing well at all with the implant. The patient reported therapy is not helping by 50%. Patient stated the therapy did help in the beginning for a short period of time but then it just went back to the way it was. Patient reported they are having a lot of problems and want to get to the bottom of it. Patient reported a lot of concerns have been raised about it being related to the device because they have been having far too many uti's and they are wondering if it has something to do with the device. Patient reported they thought their body could be rejecting it due to the utis but stated they don't know. Patient reported they have been getting infections and in the last uti they had (patient stated they don't even know that it has gone away and they need to go back and get it rechecked again) patient reported that infection had reached their bloodstream and the healthcare provider was afraid the patient was going to be septic. When asked for the event date, the patient stated it was probably about 3 months ago that the severity of their symptoms had reached where they would soak a huge pad in just no time and their bladder is uncontrollable. Patient wanted to speak to a representative because patient stated they don't have a current rep and they thought the representative they had worked with in the past was no longer with the company and no one was following up with them about their device. Reviewed role of representative and provided the patient with the nas phone number for their healthcare provider office to contact a representative if needed. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.